Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilation service required condition occurred. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device passed the functional test. The device needs internal cleaning as it is contaminated with dust.

Event description:
The manufacturer received information alleging a ventilation service required condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.